Event description:
It was reported adverse local tissue reaction.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was not returned to the manufacturer. Additional information, including x-rays and medical records, was requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.